Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a hip replacement on (B)(6) 2005. Patient was implanted with an acetabular shell and an accolade tmzf plus hip stem. Patient was than admitted for a revision on (B)(6) 2014 due to a "failed prosthesis." Patient complained of squeaking which progressed to pain and the sensation that something was grinding.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding audible involving a ceramic head was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, patient history, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a hip replacement on (B)(6) 2005. Patient was implanted with an acetabular shell and an accolade tmzf plus hip stem. Patient was than admitted for a revision on (B)(6) 2014 due to a "failed prosthesis." Patient complained of squeaking which progressed to pain and the sensation that something was grinding.